Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported air in the tubing distal to the soluset. The tubing set was being used to deliver an unspecified solution. It was reported that after an unspecified length of time in use, approximately 14 inches of air was noted in the drip chamber and tubing distal to the soluset. No air was delivered to the pt. The tubing set was replaced and the therapy resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.